Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's overlay screen was cracked however it was functional. It was noted that the upper case and lower case were cracked near the handles. It was further noted that the tabs on the power cord bay, the display latch hasp and keyboard rail covers were broken and there was a missing hinge plate screw. Additionally, there was an intermittent noisy system fan and the programmer failed a test segment for "driven lead and wrist electrode". All found defective parts were replaced and all other identified issues were resolved. Replaced and reimaged hard drive. Reconfigured, reloaded, and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer was cracked and that the user had difficulty navigating the screen. There was no patient involvement.